Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-70. Serial number: (B)(6). Batch/lot number: 7019251. Model/catalog description: artisan MRI paddle lead 70 cm. Unique identifier: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief despite device optimization. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. No other information could be obtained.